Event description:
A pharmacist reported during intraocular lens (iol) implant surgery, the iol was inserted in the capsular bag and the capsular bag tore. The surgeon performed a vitrectomy. The iol was then implanted in the anterior chamber. Add'l info was received from the surgeon. He reported there was no problem with the iol injector. It was used without incident for other procedures. He does not know what cartridge was used during the procedure. It was reported the pt had a very small pupil, and the surgeon could not see that the implant was not properly positioned in the eye. He did not realize while he was injecting the iol in the bag that the capsule was being damaged. The pt developed corneal edema postoperatively. Approx. Three weeks postoperative the pt's status was reported as "relatively good" and the edema had improved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot. The information was supplied by the manufacturer, not the user facility. The report was mailed to the FDA on: 08/09/2007. Attempted to gather add'l info by phone on 07/19/2007, 07/26/2007, 07/31/2007, 08/01/2007 and 08/02/2007. Add'l info was received on 08/02/2007.